Event description:
It was reported that the user frequently selected ¿less than¿ for breakfast meal announcements while using the ilet pump, which led the system to adapt in a manner that delivered excessive insulin for breakfast and resulted in hyperglycemia of unclear cause; a healthcare professional recommended switching to fixed ratio, and the agent guided the user through fr setup and assisted with connecting the ilet mobile app. Symptoms included elevated blood glucose. Outcomes included no alarms and completion of troubleshooting and education. Investigation included customer interview and use review. Investigation of this case revealed user technique and training needs related to meal announcement inputs, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.